Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the actual device was not received for evaluation; however, performance data was collected from the device and analyzed. Analysis revealed a resistance/impedance increase. There was a steady increase of ventricular lead impedance from approximately 1600 ohms during the week of (B)(4) 2009 up to approximately 4000 ohms during the week of (B)(4) 2011.

Event description:
It was reported that the lead had rising thresholds, rising and high impedance levels and the lead failed. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.